Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 116 mg/dl. The customer continued to use the pump insulin therapy and also has manual injections.